Event description:
It was reported that connecting the extension to the neurological stimulator (ins) was not possible, during the initial implant procedure. The extension and device was explanted and replaced with new ones peri-operatively. The pt's outcome was noted as "ok".

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.